Event description:
Beginning in (B)(6) 2012, noted an higher than usual failure rate for the m3001 mms from philips intellivue monitors. Gathered info on failure and requested a viper investigation by philips. Philips reported failure due to lower quality consumable/accessory, namely the blood pressure cuff and tubing. Internal investigations revealed no vendor change or manufacture change in the blood pressure cuff and associated tubing. Query of other facilities reveal similar failures. We shared the results of our independent investigation to philips who subsequently acknowledged a component failure in the pump itself but is presently unable to isolate source of the failure. During the (B)(6) 2012 -(B)(6) 2013 period, our facility experienced a failure rate of (B)(4) of our total inventory of this device model involving multiple serial numbers. No failures reported with older model mms pump units.